Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge. Reportedly, the cartridge was filled with 280 units of insulin. Then, the customer loaded a new cartridge onto the pump and received an inaccurate fill estimate. Reportedly, the insulin gauge remained static at 195 units. The customer's blood glucose level was 310 mg/dl, and was addressed with an insulin injection. It was confirmed that the customer has insulin injections available as alternate insulin therapy.